Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was in the 300 mg/dl range. Ketones (not large) were noted one time. Insulin injections were used to address the high bg level. The customer reported that on occasion, the soft cannula would bend. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to confirm if the cannula was the cause of the occlusions. The customer did indicate that the type of infusion set had been since changed.